Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while preparing this dual chamber implantable cardioverter defibrillator (ICD) system for a battery replacement, low out-of-range right atrial (ra) lead pace impedance measurements were observed and ra lead insulation damage was suspected. Review of stored atrial tachy response (atr) episodes revealed noisy signals. The patient was <1% atrial paced, and it was decided to downgrade to a single chamber ICD system and surgically abandon the ra lead. A few days after the procedure was completed, there was an alert due to low out-of-range right ventricular (rv) lead pace impedance measurements, low r-waves, oversensed rv noise. Review of the presenting electrogram (egm) showed the rv rate/sense channel did not align with the shock channel. It was suspected that the rate/sense portion of the rv lead had been surgically abandoned and the ra lead was plugged into the rv port. Further evaluation in-clinic was recommended. Technical services (ts) discussed troubleshooting options and programming considerations. X-rays confirmed the ra lead was in the rv rate/sense port, and the patient underwent a system revision to correct the lead connections a few days later. The rv rate/sense portion was connected to the ICD, and the ra lead was surgically abandoned. The single chamber ICD and the right ventricular (rv) defibrillation lead remain in service. Additional information received the following week reported that an abnormal signal was observed on the device and pacing system analyzer (psa), but it was later determined to be electromagnetic interference (emi) from the cautery grounding pad. No additional adverse patient effects were reported. Additional information received reported that tachy therapy was turned off to prevent inappropriate tachy therapy leading up to the secondary lead revision. The right atrial (ra) lead remains out of service and surgically abandoned. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while preparing this dual chamber implantable cardioverter defibrillator (ICD) system for a battery replacement, low out-of-range right atrial (ra) lead pace impedance measurements were observed and ra lead insulation damage was suspected. Review of stored atrial tachy response (atr) episodes revealed noisy signals. The patient was <1% atrial paced, and it was decided to downgrade to a single chamber ICD system and surgically abandon the ra lead. A few days after the procedure was completed, there was an alert due to low out-of-range right ventricular (rv) lead pace impedance measurements, low r-waves, oversensed rv noise. Review of the presenting electrogram (egm) showed the rv rate/sense channel did not align with the shock channel. It was suspected that the rate/sense portion of the rv lead had been surgically abandoned and the ra lead was plugged into the rv port. Further evaluation in-clinic was recommended. Technical services (ts) discussed troubleshooting options and programming considerations. X-rays confirmed the ra lead was in the rv rate/sense port, and the patient underwent a system revision to correct the lead connections a few days later. The rv rate/sense portion was connected to the ICD, and the ra lead was surgically abandoned. The single chamber ICD and the right ventricular (rv) defibrillation lead remain in service. Additional information received the following week reported that an abnormal signal was observed on the device and pacing system analyzer (psa), but it was later determined to be electromagnetic interference (emi) from the cautery grounding pad. No additional adverse patient effects were reported.